Event description:
An event involved a deltec gripper plus needle where it was stated that during the removal of the device used for administering anti-cancer therapy, from the patient¿s port-a-cath, a tab functioning as the pivot mechanism for needle rotation failed. This malfunction prevented proper engagement with the safety system and resulted in an injury to the operator. This has the potential for exposure to bloodborne pathogens. There was patient involvement, and unknown harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.